Event description:
During follow-up, high threshold was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of procedure.